Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensors did not function properly. One was bent and the other gave low isig readings. The customer had a high blood glucose of 600 mg/dl and was treating with manual injections. The customer reported that the blood glucose came down. No product will be returned.